Event description:
This lead was implanted and later the same day it was found dislodged. The physician repositioned the lead and then it was again found to be dislodged after moving the patient to a gurney. The physician then decided to implant another lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.